Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: at analysis it was determined that the lower display was not working at all and this was attributed to one liquid crystal display flat cable not being seated properly, the lower case as well as the battery drawer were broken and all bails, all bail covers and two screws were missing. All found defective parts were replaced and all other identified issues were resolved. The unit was also cleaned and when tested on the automated test system it passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was "broken." The generator is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.